Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer opened the cartridge package, an o-ring was separated from the cartridge. A new cartridge was successfully loaded to address the event. The customer's blood glucose level ranged from 200 to 300 mg/dl.